Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: mw5092541na - attachment: [cn-(B)(6) pdf].

Manufacturer narrative:
The device is not expected to be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Mw5092541.

Event description:
Medwatch number - mw5092541. "There was a perclose footplate failure on the right cfa access site, manta closure device used to close right cfa. There was a right external iliac dissection detected. This was sealed with an 8x40mm self expanding stent with good result. The pt later returned to the operating room due to right le ischemia and underwent thrombectomy. FDA safety report ID# (B)(4)." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of dissection and ischemia are listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The reported patient effect of dissection and ischemia are known inherent risks of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. Attachment: [mw5092541.pdf].